Manufacturer narrative:
The device was returned for evaluation and found to have a detached guidewire, confirming the complaint. The device used is a recalled product. Customers were notified of the recall initiated in april of 2020 to cease the use of 23 lots, including lot 11290387 used in this incident. The recall was captured in the health hazard evaluation 1189 that led to the subsequent (B)(4) initiated to address the guidewire detachment issue. The CAPA documented the root causes identified and the corrective actions were implemented. The CAPA is currently in the effectiveness state.

Event description:
During the operation, the tip of catheter was left inside the biliary tract of the patient. Then the doctor used snare and guide tube to take out the catheter tip. The patient has discharged from hospital.